Manufacturer narrative:
Adverse event problem: the reported 2.4 mm drill tipped guide wire intended for use in treatment, will not be returned for evaluation. Intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the blade broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the guidewire during use. Drilling over a bent guidewire. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl surgery, the thread broke inside the patient, broken pieces were removed using tweezers. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.